Event description:
Patient's mother contacted dexcom technical support on (B)(6) 2015 to report that on (B)(6) 2015, patient experienced an intermittent out of range signal. No additional patient or event information is available.

Manufacturer narrative:
(B)(4). Please disregard information in MDR number 3004753838-2015-03729 as it is a duplicate report. The information in that MDR has already been captured in MDR number 3004753838-2015-03848.

Manufacturer narrative:
(B)(4).